Event description:
A (B)(6) female pt contacted zoll customer support to report a defective charger. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (defective charger) was confirmed. As received, the charger would not power up. The cause for the charger not powering up was a defective power brick. The root cause of the defective power brick cannot be positively identified. No adverse event resulted from the defective power brick. The pt received a replacement battery charger.